Event description:
A customer contacted beckman coulter inc., (bci) regarding glucose (glucm) results that did not match within the customer's 10% criteria set by the laboratory when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. No wrong results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, no indication of calibration or qc problems prior to the event. Local field service engineer (fse) asked the customer to replace the glucose reagent syringe. The customer discarded the part. Root cause is unknown at this time.